Event description:
It was observed that during the device evaluation, the subject device exhibited a loose light guide adapter, a light transmission failure, minor cracks on the video connector, dents on the edge, fiber breakage, and loose handle movement ring. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that loose light guide adapter malfunction was due to component failure. A probable root cause cannot be identified. In addition, the following reportable malfunctions were also identified during the device evaluation: light transmission failure, minor cracks on video connector, dents on edge, a fiber breakage and loose handle movement ring. For these identified reportable malfunctions, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.